Event description:
A physician reported a pt who received her fourth collagen treatment on 3 april 1997 into an acne scar on the forehead approximately 2cm above the right eyebrow. Nothing unusual was noted at the time of the treatment. Later that night, the pt noted purpil discoloration at the injection site. The pt was seen on 4 april 1997 with a small, rectangular area 4cm x 2cm wide of deep purplish discoloration fairly well demarcated with some areas of irregularity along the perimeter. The physician believed the pt had experienced an infarct of the area; no tissue breakdown had occurred but he believed that it would do so. On 9 april 1997, the pt was seen with a little bit of tissue breakdown, sloughing off at the forehead treatment site. No further medical or surgical intervention was prescribed. On 8 december 1997, follow up info was received from the physician. On 6 november 1997, the pt was seen and was treated with intralesional kenalog and erbium laser resurfacing.